Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
It ws reported that the proximal targeter failed to target the screws through the proximal holes of a 170mm nail on (B)(6) 2017 in a procedure on the patient's right distal femur. After 2 attempts to target the screw holes, the surgeon had to use a different approach to finish the proximal locking. Rep reported a surgical delay of 20 minutes.

Manufacturer narrative:
Evaluation revealed the proximal target adapter t2 scn to be the subject product. No other associated products were reported. Review of the inspection records revealed no discrepancies. A check of the function on 100% of the devices [sub-supplier] and additional in-house spot check of the lot in question revealed that function was given in full on the devices at the stage of delivery. Evaluation did not reveal any discrepancies in material or manufacturing. As the target device had been in use for a longer time [manufactured in 2004] we pre-suppose that the device had fulfilled its tasks in former surgeries as intended. A physical investigation was not possible as the device was not returned for investigation. As to non-available product a further statement was not possible. Reasons for misdrilling are various. Potential causes could be e.g. [But not limited to]: deflection and / or twisting of the nail during insertion in case the user applied undue force for insertion. Deflection and / or twisting of the nail during insertion in case of inadequate preparation of the intramedullary canal. Loosening of the connection between nail / nail holding screw (will lead to potential misalignment of nail and drill). No use of drill with center tip / unfavorable bone contour. Drilling without drill guiding sleeve. Using blunt or damaged drill. High forces applied to the targeting arm during drilling ¿ eventually leading to unintended distortion in the system of drill, sleeve, targeting arm and nail. Guide wire not removed prior to drilling. Potentially reduced accuracy in guidance is usually found during functional check which is required per IFU. In case of any deviation it is realized prior to use. Timely functional check ensures that spare parts can be supplied in appropriate time. Based on the above observations the root cause of the reported event is not linked to a deficiency of the device. Pre-supposing that targeting accuracy for drilling was confirmed by a pre-operative check it can be concluded that the event was mainly based in the intra-operative procedure. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject product. No non-conformity was identified. Device not received.

Event description:
It ws reported that the proximal targeter failed to target the screws through the proximal holes of a 170mm nail on (B)(6) 2017 in a procedure on the patient's right distal femur. After 2 attempts to target the screw holes, the surgeon had to use a different approach to finish the proximal locking. Rep reported a surgical delay of 20 minutes.